Event description:
The customer reported that following a diagnostic catheterization procedure in 2001 a vasoseal es was deployed. During deployment the physician was unable to retract the j segment of the locator. After several unsuccessful attempts to retract the j segment fully deployed. Hemostasis was achieved and the pt was discharged home the same day. On event date the pt presented to the ER with leg ischernia and an angiogram revealed a non-occlusive thrombus in the left common femoral artery extending down into the superficial artery. A left femoral thrombectomy was performed. The surgery was uneventful and the pt was discharged home. No further complications were reported. Although the physician does not feel that the pt's complication is completely attributable to the use of vasoseal, he does feel that the inability to retract the j segment may have resulted in the j segment rubbing or affecting the intima of the artery possibly potentiating the thrombus formation.